Event description:
4 x 8 radiopaque gauze. This item is unacceptable in its present condition. Due to the uncertain status of the package's sterility rptr is unable to take the chances of using these items on surgical procedures that may cause harm to pts. Rptr would like to get this serious problem resolved as soon as possible before more are sent to the warehouse. From the outside of these packages, there seems to be some mildew or brown spots that appear on top of the paper seal. This questionable damage to these items can only point to some type of breakage in its guaranteed sterility.